Manufacturer narrative:
Product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-74, serial: (B)(4), batch: 5027835. Product family: scs-ipg-r-MRI, upn: (B)(4), model: sc-1200, serial: (B)(4), batch: 354148.

Event description:
A report was received that patient was experiencing tingling, nausea, muscle spasms, and pain near the insertion site. It was thought to be stimulation related but symptoms were still present when stimulation was turned off. The physician ordered x-rays and blood tests to determine location of leads and possibility of infection and prescribed anti-inflammatory medication. The physician later assessed from the images taken that one of the leads had migrated. The physician did not find any infection present from blood work results. The physician will assess next course of action later.